Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation 4 years post-op. Scoliosis and pelvic tilt shows changes over 4 years. Upon arthrotomy, brown stained clear fluid with copious brown necrotic material was noted. Appears to be related to positive black trunionosis. Lab results shows elevated cocr levels. Doi: (B)(6) 2014. Dor: (B)(6) 2018. Left hip.